Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Poor positioning of the impella can cause hemolysis. Hemolysis is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Event description:
An impella cp device was inserted into the left femoral artery in a 74-year-old male patient with a past medical history of coronary artery disease (cad), diabetes, and renal insufficiency, presenting in an out-of-hospital cardiac arrest with cardiopulmonary resuscitation (CPR), acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-high-risk percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the urine was noted to be pink tinged. Labs were sent out. The post-procedure outcome is unknown. The impella functioned at p-7 at 2.8l/min with no issues. Poor positioning of the impella can cause hemolysis. Hemolysis is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
D6b updated. The investigation is ongoing.

Manufacturer narrative:
Investigation summary: hematuria/ppae: the cause of the injury was not determined due to insufficient clinical details.